Event description:
Ous MDR - after an implant period of approximately 5 weeks, inappropriate shocks were reported. Furthermore, impedance values of greater than 3000 ohms with no thresholds were observed. During the following revision procedure, lead connection was checked and it was noticed that the sleeve had been fixed to lead, but not to the tissue. Also, a possible insulation breach at approximately 15 cm distal to the pin was assumed. The lead was explanted and returned to biotronik.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed deep cuts in the insulation about 22 cm and 24 cm distal of the df4 connector pin, which were probably noted during the explantation process. As a result of the cuts in this area, the rope conductor to the ring electrode was also cut through. This damage could be the cause of the clinical observations. The cuts could have been caused during the implantation process. There were no other deviations that could have led to the clinical observations. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there wee no indications of a material defect or manufacturing error.